Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found the luer hub/fitting has crack during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00205.

Event description:
It was reported that "the doctor found the luer hub/fitting has crack during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00204 and 9680794-2025-00205.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly with attached compression fitting for analysis. Signs of use were observed. Visual analysis revealed scratches on both luer hubs and crack in the blue venous luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed on any other portion of the returned device. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either luer hub. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the blue venous luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hubs. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.